Manufacturer narrative:
One device was received for evaluation. The event history log revealed error code 41541. Functional testing was able to duplicate the reported issue. It was determined that the defective main board and degraded latch lock and latch flex sensor was the root cause. The main board and the latch lock assembly were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a red screen error 41541. There was no patient involvement.